Event description:
It was reported by the patient, that following the placement of an advance sling, he experienced worsening incontinence. The patient "spoke to his physician about this problem, the physician said maybe he was not a candidate for the advance" sling. No further patient complications were reported in relation with this event.